Event description:
Source: (B)(6). My sister had this implanted in 2024. They insist it is working and said it was set at 180 to shock her, which is crazy, cause 180 is way too high and is already critical for her to be rushed to the hospital. They insist it's working even though she has been at 200 and 207 with no shock. They said it has alot of static but it still works. She has never been called by the support team that is supposed to be monitoring the device. She was rushed to the hospital 2 times in the last 2 weeks.